Event description:
Writer was administering vaccine to client. Inserted needle into deltoid. When pushing the plunger the syringe became detached from needle. Needle was left in skin and dosage was squirted out of detached syringe.